Event description:
Report received from (B)(6) states: "cutter does not cut, only aspirates. No patient impact."

Manufacturer narrative:
The product has been requested for evaluation however it is unknown if it will be returned. Sterilization and lot history records are reviewed and no exceptions were found. Report 1 of 2.